Manufacturer narrative:
The investigation for ventricular tachycardia (vt) has been completed. The impella device was not returned for evaluation. As the necessary clinical information was not provided and the device was not returned, the root cause of the vt was not determined.

Event description:
A notification was received via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient that endured ventricular tachycardia with a "possible" relationship to the impella device used: ¿sustained runs of vtach on (B)(6).¿ the patient recovered with sequelae. However, survival outcome at explant noted care was withdrawn and the patient expired. Medical safety review of the event noted the use of the device cannot conclusively be associated with the outcome (patient's demise). Patient's peri-procedural condition was critical.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.